Manufacturer narrative:
The cannula was observed to be kinked with a damaged distal tip. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be dislodged. A root cause for the reported dislodged cannula could not be conclusively determined. Fluid was observed successfully exiting the fluid path despite the damage. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No damages or defects were found along the fluid path that would cause the device to leak. There were no tears or leaks found along the soft cannula during the leak test. No other damages or defects were found on the device during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 19.6 mmol/l (358.2 mg/dl) with ketones of 0.6. The pod was worn between 36 and 48 hours on the abdomen. It was noted that fluid was leaking, the cannula dislodged from the site and was bent. Hyperglycemia treated with a new pod and correctional bolus.